Event description:
It was reported to vyaire medical that the bellavista1000 us is giving o2 supply failure failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire technical support received logs and found persistent tf alarms 38- no o2 dosing possible and 271 o2 supply fail - no o2 dosing possible. Advised that the insp. Block needs to be replaced. Sending new insp block replacement to customer. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective o2 pressure regulator. As a resolution, advised that the insp. Block needs to be replaced. Sending new insp block replacement to customer.